Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. No code available used to capture need for surgical intervention device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a second stage masquelet procedure for massive bone loss in the tibia on (B)(6) 2017. During the procedure, a 9mm cannulated tibial nail-ex, two (2) 4.0mm expert locking screws, and an unknown cement spacer were removed. The tibia was reamed and washed. A 10mm x 375 expert tibia nail was inserted, along with a bone graft. Membrane and tissue closed, surgery completed. Concomitant devices reported: cement spacer (part number unknown, lot number unknown, quantity 1). This is report 1 of 2 for (B)(4).